Manufacturer narrative:
Corrected: d6a updated from 15 apr 2020 to (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that their implantable cardioverter defibrillator (ICD) was over-sensing noise due to electromagnetic interference (emi). The patient was asymptomatic. No changes were made.